Event description:
(B)(6) advised chair has been sitting since (B)(6) 2014. (B)(6) advised batteries were replaced and chair was working fine and then intermittently had to wiggle joystick for chair to work. (B)(6) advised once when it stopped they had to push chair to car. (B)(6) advised model is m51. (B)(6) advised chair is not moving at all now. (B)(6) could not provide any further information.